Manufacturer narrative:
The technician found the top of the caster stem was broken. He replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake caster at the foot of the stretcher is locking but continues to swivel when in brake.